Event description:
It was reported that the patient presented with pocket infection. The cause of the infection was unknown. There was no allegations that the infection was device or procedure related. The implantable cardioverter defibrillator, right ventricular lead and left ventricular lead were explanted. The patient was stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.